Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the retention plate was bent, so the lever was not functioning properly, and it was not inserted properly into the lid. The employee that tried to release the plate hurt their thumb when trying to release the lever. The customer indicated that the plate got bent and someone put it on wrong, so it was stuck and an employee hurt their thumb trying to get the lever on the filter plate to release. The customer didn't feel it was a manufacturing issue. When the device was locked the employee tried to force it unlocked to get the filter out and hurt their thumb, they couldn't bend it, and they had soft tissue injury. The employee is being treated under worker's comp for a soft tissue damage sprain for a hyper-flexion of their thumb in the backward direction.

Manufacturer narrative:
(B)(4). The complaint was opened when a hospital employee hurt her thumb trying to release the retention plate lever to remove the plate from the lid. The sterile processing coordinator indicated that she did not feel it was a manufacturing issue as the plate¿s lever got bent and someone assembled it incorrectly into the lid causing it to get stuck. The retention plate was disposed of by the hospital, and no sample was provided to be evaluated. The hospitals statement therefore could not be verified. A review of complaints shows this to be an isolated incident. The root cause has been identified as customer-sample not returned. IFU cf36-1778b will be sent to the hospital as a reminder to discontinue use of any component when visible damage is evident per the IFU instructions. At the opening of the complaint, the hospital requested and was sent a replacement retention plate.